Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection found no damage. All grip pins were securely in place. The conductor wire and snake wrist cable were securely intact. All 7 ceramic dots were installed inside of the jaws. There was no damage to the snake wrist. The blade was manually extended and retracted without any issues. There was no damage to the blade. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The jaws opened and closed properly. The instrument was returned with the cord cut. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. A review of the logs showed no errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vessel sealer extend (vse) instrument was used by the surgeon on a colon resection for several hours and was reported to lose functionality after some time and use. The surgeon initially noted the device to be holding onto the tissue. The surgeon and staff were able to release the vse instrument and switch instruments. During this time, the customer was able to get the jaws to move freely, and another instrument change was used, and the vse instrument was placed back on the universal surgical manipulator (usm). The device was noted not to move with the surgeon's movement and was having lack of control. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the surgeon was utilizing the vse to hold and dissect tissue when the issue occurred. According to the staff and surgeon, no error code was generated. The surgeon lost the ability to open the jaw. Staff had to utilize the jaw release on the back of the device. The jaws were stuck on tissue, but they were able to release the tissue using the grip release slider. There were no adverse effects were noted, and no unexpected tissue was removed. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument, the instrument lost functioned while using it. The instrument initially moved with the intended movements. After the instrument release, the movement of the device was noted to not match the surgeon's movement. No photos or images are available for isi to review. Patient demographic information was not provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.